Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was primed and exercised with no alarms occurring. Review of the pump history revealed several loss of prime alarms associated with zero force and several "no cartridge detected" warnings.